Manufacturer narrative:
Tracking #.50376. D6: info not available. H6; nicked knife. Based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not fire completely and the staples were not formed" during surgery. The instrument was returned with a nicked knife, but was otherwise in good physical condition. The instrument was cycled, fired, and formed the staples within design spec, but had a rough cut due to the nicked knife. The instrument was disassembled to examine the internal components and no other deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs.

Event description:
It was reported during a cystectomy with radial prostatectomy when the ez45g was fired there was a loud crunch heard. The instrument cut but did not fire completely, the staples were not formed. The case was completed by oversewing with sutures. There was no consequence to the pt.